Event description:
During product evaluation, the pumps batteries were found to be depleted. It is unk whether there was any pt injury or med intervention necessary according to the hosp rep. No additional info is available.